Event description:
It was reported that the device was used during a wedge resection. The device was applied to the pulmonary artery and upon the first firing the clip was in the jaw, it was fired and the artery was cut in half. The artery was unable to get the bleeding under control. The procedure was converted to an open procedure. There was no clip in the pt that could be found. No transfusion or blood products were given to the pt at the time of the case. The artery was sutured and case completed. The pt is doing well.

Manufacturer narrative:
Info anticipated, but unavailable at this time.